Event description:
Pt. Had undergone robotic laparoscopic radical prostatectomy using ple45a stapler from ethicon. The long articulating endoscopic linear cutter. Per surgeon, the stapler got stuck and is not functioning as well as usual. The patient had some bleeding after the stapler was fired. Another ple45a stapler was obtained and used w/o incident.